Manufacturer narrative:
A separate report will be submitted for the second pipeline which failed to open (model: ped2-475-20) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding 2 pipeline flex with shield devices that failed to open at the distal end. The patient was undergoing a procedure for flow diversion treatment of an unruptured saccular right internal carotid artery (ica) ophthalmic segment aneurysm. The aneurysm max diameter was 5.6mm and the neck diameter was 3.1mm. Vessel tortuosity was severe. It was reported that the pipelines and all accessory devices were prepared as indicated in the instructions for use (IFU). It was first attempted to deliver the 5 x 20mm pipeline shield through the marksman microcatheter using the technique recommended per IFU and without excessive pressure on the pusher at any time. The distal end of the pipeline failed to open at the distal end. The pipeline was more than 50% deployed when the failure to open occurred. The device was resheathed more than 2 times. No additional steps or other devices were used to open the pipeline. The device was not positioned in a vessel bend. It was noted the pipeline released from the capture coil but was successfully resheathed and removed from the patient with the microcatheter andreplaced with a 4.75 x 20mm pipeline shield. When the 4.75 x 20mm pipeline shield was delivered, the distal end also failed to open. The pipeline was more than 50% deployed when the failure to open occurred. The device was resheathed more than 2 times. No additional steps or other devices were used to open the pipeline. The device was not positioned in a vessel bend. The pipeline was resheathed and removed with the microcatheter. Another manufacturer's device was then used to successfully complete the procedure. There were no patient symptoms or complications associated with this event. Ancillary devices: neuron max sheath, sofia microcatheter, traxcess guidewire.

Manufacturer narrative:
H3: the pipeline flex w/ shield braid was returned for analysis. The pipeline flex w/ shield pusher used during the event was not returned for analysis. One braid end was found tapered, damaged and frayed. The middle braid was found flattened. The other braid end was found fully opened, damaged and frayed. No other anomalies were observed based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed. Possible causes are damaged catheter, damage to pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. The returned braid was found damaged/frayed, however the cause could not be determined. Possible causes for damage are patient vessel tortuosity, resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned without its protective dispenser coil or introducer sheath. Customer reported vessel tortuosity as severe, device was resheathed more than 2 times, and devices was not positioned in a bend. It is likely the severe vessel tortuosity and the multiple resheathing contributed towards the braid damage and failure to open. The returned marksman micro catheters were found undamaged. As the pusher was not returned for analysis, any contribution of the pusher towards the failure could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis#: (B)(4): equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a as found condition: the pipeline flex w/ shield braid was returned for analysis within a shipping box; within a sealed plastic pouch and a strip of surgical wrap. The pipeline flex w/ shield pusher used during the event was not returned for analysis. A second pipeline flex w/ shield device and one marksman micro catheter were also returned and will be addressed in pli-20 and pli-30. Visual inspection/damage location details: one braid end was found tapered, damaged and frayed. The middle braid was found flattened. The other braid end was found fully opened, damaged and frayed. No other anomalies were observed testing/analysis: n/a conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed. Possible causes are damaged catheter, damage to pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. The returned braid was found damaged/frayed, however the cause could not be determined. Possible causes for damage are patient vessel tortuosity, resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned without its protective dispenser coil or introducer sheath. Customer reported vessel tortuosity as severe, device was resheathed more than 2 times, and devices was not positioned in a bend. It is likely the severe vessel tortuosity and the multiple resheathing contributed towards the braid damage and failure to open. The returned marksman micro catheters were found undamaged. As the pusher was not returned for analysis, any contribution of the pusher towards the failure could not be determined. Ngod10 2022-04-29. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: product analysis #704864695:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a as found condition: the pipeline flex w/ shield braid was returned for analysis within a shipping box; within a sealed plastic pouch and a strip of surgical wrap. The pipeline flex w/ shield pusher used during the event was not returned for analysis. A second pipeline flex w/ shield device and one marksman micro catheter were also returned and will be addressed in pli-20 and pli-30. Visual inspection/damage location details: one braid end was found tapered, damaged and frayed. The middle braid was found flattened. The other braid end was found fully opened, damaged and frayed. No other anomalies were observed testing/analysis: n/a. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed. Possible causes are damaged catheter, damage to pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. The returned braid was found damaged/frayed, however the cause could not be determined. Possible causes for damage are patient vessel tortuosity, resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned without its protective dispenser coil or introducer sheath. Customer reported vessel tortuosity as severe, device was resheathed more than 2 times, and devices was not positioned in a bend. It is likely the severe vessel tortuosity and the multiple resheathing contributed towards the braid damage and failure to open. The returned marksman micro catheters were found undamaged. As the pusher was not returned for analysis, any contribution of the pusher towards the failure could not be determined. Ngod10 2022-04-29. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.